Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer was unable to charge the pump despite the attempt of multiple usb cables. It was confirmed that the charging supplies were able to successfully charge another device. The customer stated there was difficulty and resistance when plugging the cable into the usb port on the pump. There was no impact to the customer's blood glucose level. It was indicated that the customer would continue to use the pump until the replacement pump was received.